Event description:
The manufacturer received information from a hospital mechanical engineer (me) alleging an oxygen regulation condition had been occurring and had not stopped sounding on the trilogy evo o2 device. The sale representative was informed by the hospital me that "the device was being used in "room air" (usual air condition without oxygen being added) and the cause was unknown". The sale representative and the hospital me reviewed the alarm log and found a ventilator service required had sounded as well. The sales representative replaced the device with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer's service technician observed error code oxygen blending module (obm) valve failure in the device¿s event log. The manufacturer's service technician performed a functional test was conducted to verify the function and it was confirmed that the "obm electrical verification: o2 proportional valve current" failed on the device. The manufacturer's service technician further evaluated the device and found the cable connection of the connector part of the obm harness was "unstable". The manufacturer's service technician replaced the obm harness to address the reported issue. Additional findings not related to the malfunction/issue the manufacturer's service technician proactively replaced the obm sub-assembly for this device. In addition, the manufacturer's service technician found the silver frame around the mute button was missing. The manufacturer's service technician replaced the vanity cover assembly to address this issue. After the parts were replaced on the device, the manufacturer's service technician performed the functional test, and it passed on the device. The manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer's service technician found the device was operating properly, and it was cleaned.